Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for tibial polyethylene wear synovitis and subsequent revision of right knee with replacement of tibial insert. Doi:(B)(6) 2002; doe:(B)(6) 2015; dor: (B)(6) 2015; (right knee).